Event description:
This follow up is being sent because of a facility medwatch received. The facility medwatch will be attached along with this medwatch, and any information from the facility medwatch will not be repeated in this medwatch.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device history records were reviewed and no issues were found that would contribute to the reported condition. The investigation could not be completed; no conclusion could be drawn as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Placeholder.

Event description:
It was reported the t-pal spacer applicator was used for the interbody cage during the procedure. The t-pal applicator would not release from the cage once implanted. When the surgeon was able to remove the applicator the fork portion of the applicator was observed to be deformed. The cage was implanted in the canal and the surgeon immediately tried to remove the cage. The cage came out broken. The surgeon reported damage to the patients spinal cord. The surgeon believes the patient will be paraplegic. This report is for the t-pal spacer applicator handle. This report is 1 of 4 for complaint (B)(4).